Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10015862 and lot# 24095207 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material# 10015862 and batch# 24095207. It was reported by customer that we just had another failed/leaking IV set that resulted in a potential loss of drug dose for the patient in addition to exposure of our nursing staff to hazardous medication. Verbatim: rcc received a complaint via email. We just had another failed/leaking IV set that resulted in a potential loss of drug dose for the patient in addition to exposure of our nursing staff to hazardous medication.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that we just had another failed/leaking IV set that resulted in a potential loss of drug dose for the patient in addition to exposure of our nursing staff to hazardous medication. V

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.